Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, and force sensor test. A detailed trace analysis confirmed battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery, the insulin pump was monitored and functioned properly. No power error detected alarms were noted during the testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. The customer's blood glucose level was unknown. They inserted a new battery but the issue continued. The device was returned for analysis.